Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep provided conflicting information that the device was not heating. The patient charged and did well. The cause of the stinging/burning when charging was not determined. To resolve, the patient placed the recharger over clothing instead of on skin, and that seemed to help. The issue resolved. The patient said they recharged with no issue. The information was confirmed by the physician.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that when charging they get a stinging/burning sensation when the ins battery level is between 20 and 40%. After the 40% the sensation goes away. Uses the belt sometimes. The sensation is not painful enough to stop the charging session. The patient uses the belt or puts the recharger in a waist band. The sensation started a couple of months ago. The diary shows that the patient is charging the ins fully and charging about every three days. The caller was not with the patient. Tss reviewed information. The caller will follow-up with the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.